Event description:
Customer reported the system is not booting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram and reloaded software. System operates as intended.